Manufacturer narrative:
Device evaluation summary: biocompatibility testing to iso (B)(4) was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue defibrillation gel.

Event description:
During a retroactive review of past complaints for potential adverse events, conducted as a CAPA in response to a recent FDA inspection, a reportable adverse event was discovered. On (B)(6) 2010, a (B)(6) male patient contacted zoll customer support to report that the pt had an open sore on his chest where the lifevest is worn. The pt ended use after receiving a pacemaker on (B)(6) 2010. Repeated attempts to follow up with the pt were unsuccessful, so ther was no additional info on the condition of the skin irritation.